Event description:
A customer reported that approximately seven years following an intraocular lens (iol) implant procedure, a pt is experiencing glistenings, general blurry vision, and is having difficulties reading. The customer reported the surgeon noticed deposits through the lens uniformly front to back, but not on the surface of the lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The observed light scattering artifacts may be compatible with glistenings. A determination about visual impact (blurry vision and difficulties readings) due to the lens condition cannot be provided from a photo evaluation. The product investigation could not identify a root cause. There have been no other complaint reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).